Manufacturer narrative:
Corrected information: d4. UDI #: (B)(4).

Manufacturer narrative:
D4. Lot# av00822 d9. Yes h3, yes h4.(B)(6)2023 h6. Investigation findings: 3251 investigation conclusion: 61 h10. Visual inspection of the device found the distal tip had fractured and became separated from the instrument. Inspection under magnification revealed circular fracture lines indicative of a torsional overload. The invictus spinal fixation system is intended to help provide immobilization and stabilization of spinal segments as an adjunct to fusion of the thoracic, lumbar, and/or sacral spine. The instruments in this system are intended for use in surgical procedures. Possible adverse effects: the following complications and adverse reactions have been shown to occur with the use of similar spinal instrumentation. These effects and any other known by the surgeon must be discussed with the patient preoperatively. 1. Initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components

Event description:
It was reported the tip of the driver broke off during surgery. The tip was retrieved and discarded at the hospital. There were no patient symptoms or complications reported as result of this event.

Manufacturer narrative:
The device did not return for evaluation. The identifying lot number was not provided; therefore, a review of the device history record could not be conducted. Based on the information provided, the root cause could not be determined.